Event description:
Reporter alleged when customer was going to the hospital for tests, blood glucose measured 94 mg/dl on their meter compared to the hospital measurement of 226 mg/dl when testing was performed within 10 minutes of each other. It was stated at that time customer was diagnosed as a gestational diabetic whereas customer previously used the meter which belonged to a relative and tested three times per week. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.